Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck in a restart loop due to windows update issues. The field service engineer (fse) replaced the hard drive and performed a full system reimage to station. All required updates, data sync, and software installations were completed, and auto-login was enabled before returning the station to service. Drawer 2.1 and 2.2 issues were resolved by adjusting the sensor magnet strips and guide rails, and the station was moved back to its original location. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, some of the drawers did not open and some did not close. The pyxis system was being used for stat gi cases. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.